Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their high blood glucose levels and button error. The customer's blood glucose level at the time of incident was 461mg/dl. The customer treated the high with manual injection. The customer reports compromised force sensor system alarm. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. No button error alarm noted. We were unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime alarms due to no button response. The drive support disk was inspected and no anomaly noted. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.